Manufacturer narrative:
(B)(4). This lot was manufactured from january 15, 2015 to january 16, 2015. Evaluation summary: the sample was received for evaluation. A visual inspection identified white particulate matter floating in the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.